Manufacturer narrative:
The device was returned; however, an evaluation has not yet begun and the investigation is ongoing. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their olympus high definition lcd monitor was presenting a noisy and unclear image during preparation for a hysteroscopy procedure. According to the initial reporter, the intended procedure was completed using a similar device without any harm or impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed being unable to see the image due to a faulty printed circuit board failure. The specific root cause of the faulty printed circuit board failure could not be determined at this time. The image being biased on the screen, the buttons not working, and no signal output from the hd15 terminal were also noted; however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.